Event description:
Customer states the device failed defib test during opcheck. No reports of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.